Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on or breaching the neuroforamen.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of radicular pain after the initial surgery. The patient presented to a different surgeon that determined that the middle implant was malpositioned and possibly impinging or breaching the neuroforamen. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the middle implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not yet known.